Manufacturer narrative:
An event of increased gradient across the aortic valve and hypoattenuating leaflet thickening was reported. Information from the field indicated that anticoagulation therapy was provided to treat the patient. Abbott has requested for imaging but was not provided by the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted during a transcatheter aortic valve implantation. At discharge, the aortic mean gradient was 7mmhg and the peak gradient was 12mmhg. On (B)(6) 2023, a 6-month follow-up echocardiography showed that the valve had hypoattenuated leaflet thickening (halt). There was reduced leaflet motion of the valve. The aortic mean gradient had increased to 17mmhg and the peak gradient was 39mmhg. Medical anti-coagulation therapy was provided.